Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma, folds, ripples.

Event description:
.Patient reported left side " loss of aesthetic breast contours and a growing sensation of hardened to the touch", "capsular contracture baker grade iii, "contour ripples and prominent folds". Patient later reported liquid collection. Device remains implanted.